Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The actual device was not evaluated by the manufacturer. The customer reported that the end cap cover had fallen off after a nurse impacted it with another device. They requested a replacement end cap cover which they received to successfully repair the equipment boom and return it to service. Evaluation summary - it was reported that a top end cap cover allegedly fell off of an equipment boom. This reportedly occurred between cases with no pt involvement. It was reported that a nurse allegedly hit the end cap cover with a ceiling-mounted monitor while moving the monitor. This impact resulted in the end cap cover coming off of the boom. There was no adverse consequences reported. The manufacturer did not receive any parts for evaluation as the customer repaired the device themselves on site. The end cap cover allegedly fell due to customer abuse.

Event description:
(B)(4). It was reported that a top end cap cover allegedly fell off of an equipment boom. This reportedly occurred between cases with no pt involvement. It was reported that a nurse allegedly hit the end cap cover with a ceiling-mounted monitor while moving the monitor. This impact resulted in the end cap cover coming off the boom. There was no adverse consequences reported.